Manufacturer narrative:
The 3 blades subject to this investigation were returned for eval. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged." An alternative packaging material has since been implemented to address this issue.

Event description:
It was reported that prior to surgery, it was noted that the packaging of three blades would not peel open as specified. It was also reported that the blades were not used on a pt and the sterile area was not compromised. It was further reported another blade was readily available and there were no delays as a result of this event.